Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information."

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus supra was chosen for a procedure. During procedure, when lowering the valve into its final position, the physician observed two loose suture ends (the sutures that attach the valves to the posts). Therefore, they decided to explant the valve from the patient and install a new biological valve of a different brand while patient on bypass. The surgery got prolonged. The patient was reported stable.

Manufacturer narrative:
An event of loose suture ends of epic valve was reported. Information from the field indicated that during procedure, when lowering the valve into its final position, field observed two loose suture ends (the sutures that attach the valves to the posts). The device was received for examination, and the sewing cuff was observed to be torn. All three stent posts were normal in appearance. All three leaflets were flexible and contained no tears. Cusp one remained in an open position. Sutures were present on the valve. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications and functional testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The reported event could not be confirmed; however, the area in question of the loose sutures appear to be surgical sutures; and therefore, is not indicative of actual valve. The cause of the cuff tear could be procedural related however, could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus supra was chosen for a procedure. During procedure, when lowering the valve into its final position, the physician observed two loose suture ends (the sutures that attach the valves to the posts). Therefore, they decided to explant the valve from the patient and install a new biological valve of a different brand while patient on bypass. The surgery got prolonged. The patient was reported stable.